Manufacturer narrative:
Device received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported that the customer's insulin pump started alarming and the display was flashing white. The customer¿s blood glucose level was 252 mg/dl at the time of the incident. The pump was not dropped or bumped. Troubleshooting was not completed due to the display issue. The insulin pump will be returned for analysis.